Event description:
Affiliate reported that the pt showed symptoms of a valve under drainage. Therefore, the surgeon explanted the valve, during the open shunt control both ventricle catheter were permeable. Subsequently, the surgeon assumed a valve dysfunction. The drain off resistance was clearly higher than the pressure of 70 mm h2o.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.